Event description:
It was reported that the procedure was to treat the heavily tortuous, non-calcified left superficial femoral artery (lsfa). An absolute pro stent was placed in the distal sfa in the popliteal and a 2nd absolute stent was placed in the same area. A 3rd absolute stent was to be placed along side these stents; however, when the back guard was retracted, there was no stent implant in the delivery system. The patient's anatomy, the floor, the sheath were all checked to see if the stent implant could be found; however, no stent implant was located. It was determined that there was never a stent in the device. Another absolute stent was used to complete the procedure successfully. No patient adverse effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The missing stent was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.